Event description:
It was reported that this patient recently underwent a surgical procedure. A magnet was left on overnight and the patient's device exhibited tones. This resulted in the device exhibiting battery depletion (bd) code. It was determined that the battery status of the device has recovered at this time and remains in service. No adverse events were reported.